Event description:
Patient reports pump is not "operable" to replace battery. No other information known. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.